Manufacturer narrative:
The unit was received with no button response on the down arrow button due to moisture damage on the keypad assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to an unresponsive keypad. Unable to verify the replace battery now alarm due to an unresponsive keypad. The unit was received with a scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, faded serial number label, peeling end cap address label, slight corrosion in battery tube, corrosion on force sensor assembly, moisture damage on motor home switch and moisture damage on all electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had replaced the insulin pump's batteries twice but they had only last 4 hours. The alarm history was reviewed and it was noted that there were 4 replace battery errors that had occurred in the last 15 minutes. The customer's blood glucose level was 7 mmol/l. It was also noted in troubleshooting that they did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The device was returned for analysis.